Event description:
It was reported that since the patient plugged in their trial 3 days ago they felt like their legs were being electrocuted. The patient¿s upper legs, thighs, and left foot were in pain and they had the stimulation on the lowest setting. The patient still felt it when the shut the stimulation off. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had had the stimulator removed for about a month now. They sent the patient the wrong device to make it not so strong, the thing was never done correctly, and really nobody helped the patient so they took it out. The patient no longer had the device in them and had it taken out on the 14th day after they sent the patient and 2 days before their take out time. When the patient called the manufacturer to get help they were told to tell their health care provider (hcp), so the patient had the thing taken out. The patient never got it to work right and never got any help, so they didn't have it anymore.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).